Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, noise causing oversensing on the right ventricular (rv) lead and oversensing on the device were noted. Technical support believes the noise causing oversensing on the rv lead and device is potentially due to lead damage. The device and lead parameters were reprogrammed, and no further intervention will be performed at this time. The lead and the device will continue to be monitored. The patient was stable with no adverse consequences. Related manufacturer report number: 2938836-2018-10176.